Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 282 mg/dl with high ketones. Customer went to the emergency room and was subsequently admitted to the intensive care unit 6 hours later for diabetic ketoacidosis. Customer was treated intravenously with saline and insulin, and was released from the hospital a day later with the issue resolved and no permanent damage. Customer technical support (cts) walked caller through system check and the pump is functioning as intended; however, customer reported using pump supplies up to 6 days at a time and performing the air removal step with an empty syringe. Cts informed the customer that using supplies for 2-6 days and using an empty syringe for the air removal step was off label per the user guide.